Event description:
It was reported that this patient received five shocks from this implantable cardioverter defibrillator (ICD) while performing exercise. It was noted that this device was confirmed to be at end of life (eol). Patient had been notified about elective replacement indicator (eri) approximately nine months ago and elected to keep device. Device episode data could not be reviewed due to eol status. Technical services (ts) recommended generator change or disabling of device, noting that the shocks were inappropriate due to device eol settings. This ICD was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.